Manufacturer narrative:
As reported, the sealant of a 6f/7f mynxgrip vascular closure device (vcd) could not be applied. When the sheath was returned, the white sleeve did not come out, preventing the plug from being applied. The physician attempted to remove the sleeve from the system, but it was unsuccessful. Hemostasis was achieved using manual depression. There was no reported patient injury. The deployer was certified in the use of the mynx device. A new 6f non cordis sheath was used, following an earlier intervention with an unknown long sheath. The puncture site was femoral and made under angiographic control. The femoral vessel's suitability was verified on angiography, including an insertion angle of 30¿45 degrees. The vessel type was arterial, and the diameter was confirmed to be greater than or equal to 5 mm. Vessel tortuosity was moderate, and there was a moderate presence of peripheral vascular disease (pvd)/calcium near the puncture site. The user did shuttle down completely. Two non-sterile mynxgrip vascular closure devices (6f/7f) involved in the reported complaint were returned for investigation. One was reported as the complaint device, and the other was the second mynxgrip that was tested by the customer to exclude a lot issue. Visual inspection of device a showed that the shuttle was engaged to the black handle, while the stopcock was observed to be open with a cordis mynx syringe attached to the unit. A 6f non-cordis catheter sheath introducer (csi) was returned but not inserted onto the device. The sealant was not returned for this evaluation, and the advancer tube was exposed. Additionally, a portion of the shuttle tube (black tube) was received separated from the main device and placed inside a transparent container with a red cap. The sealant sleeve protection was found fully retracted. Per functional analysis of device a, an inflation/deflation test was performed, and no issues were observed, as the balloon inflated and deflated as expected. A full deployment simulation could not be conducted because the sealant was not received for evaluation, and the advancer tube was already exposed. A high-magnification microscopic evaluation was performed on device a to examine the portion of the shuttle tube that remained attached to the device. Plastic deformation was observed along the edges of the shuttle tube. Visual inspection of device b showed that the shuttle was disengaged from the black handle, while the stopcock was observed to be open with a cordis mynx syringe detached from the unit. A csi was not returned with this device. The sealant was not returned for this evaluation, and the advancer tube was exposed. The sealant sleeve protection was observed in its manufactured position. Furthermore, the condition of device b did not match the image provided by the decontamination site when the device was received, where the shuttle appeared engaged and the advancer tube was not exposed. Based on the attached photograph, it could not be determined whether the sealant was in its manufactured position, as the sealant itself was not received for evaluation. Additionally, the picture provided after decontamination of the device showed the shuttle disengaged and the advancer tube exposed, consistent with the condition of the returned device. Per functional analysis of device b, an inflation/deflation test was also executed, and the balloon inflated and deflated as expected. A full deployment simulation could not be performed because the sealant was not received, and the advancer tube was already exposed. However, a shuttle displacement test was conducted: the shuttle cartridge was retracted to the black handle without any issues, then advanced and retracted again without abnormalities. An additional test was performed by holding the unit vertically from the handle with the shuttle engaged. It was observed that gravity did not cause disengagement, confirming that the shuttle maintained proper engagement with the handle and demonstrated expected mechanical retention. The reported event of ¿sealant-failure to deploy-advancer tube¿ was not observed through analysis of the returned device since the complaint device was received with the advancer tube engaged and the sealant deployed off the catheter. Also, it was not observed with the second device received as the advancer tube was able to be deployed on the catheter. However, a condition of ¿catheter-catheter detachment¿ was noted during analysis of the complaint device since the distal end of the shuttle was separated from the unit. However, the exact cause of the issue experienced and the received conditions could not be conclusively determined during analysis. Based on the information available for review and product analyses, it is not possible to determine the factors that may have contributed to the reported issue of the sealant/advancer tube failing to deploy, as the complaint device was returned with the sealant already deployed and not included, and the advancer tube was exposed on the unit. However, procedural/handling factors, such as incomplete engagement of the advancer tube during deployment (even though it was reported that the user shuttled down completely), may have contributed to the issue experienced, especially since no anomalies were noted with the deployment mechanism during analysis. Additionally, no issues were observed with the device from the same lot that was tested outside the patient, as the advancer tube was able to engage, and the sealant was deployed off the catheter. Regarding the observed condition of the separated portion of the shuttle cartridge, which was not reported by the customer, handling factors most likely contributed to the damage observed, as evidenced by plastic deformation along the edges of the shuttle tube. This damage is consistent with mechanical stress likely caused by excessive bending, tension, or external contact. Since it was not reported whether resistance was experienced during the shuttle-down step, it is unknown if the damage occurred during sealant deployment and contributed to the reported issue. However, as it was reported that the physician attempted to remove the sleeve from the system, it is also possible that the damage occurred due to manipulations after the reported deployment issue. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Also, the IFU warns, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ neither the product analyses, nor the information available for review suggests that the reported failure and observed conditions could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the sealant of a 6/7f mynxgrip vascular closure device (vcd) could not be applied. When the sheath was returned, the white sleeve did not come out, preventing the plug from being applied. The physician attempted to remove the sleeve from the system, but it was unsuccessful. Hemostasis was achieved using manual depression. There was no reported patient injury. The deployer was certified in the use of the mynx device. A new 6f non cordis sheath was used, following an earlier intervention with an unknown long sheath. The puncture site was femoral and made under angiographic control. The femoral vessel's suitability was verified on angiography, including an insertion angle of 30¿45 degrees. The vessel type was arterial, and the diameter was confirmed to be greater than or equal to 5 mm. Vessel tortuosity was moderate, and there was a moderate presence of pvd/calcium near the puncture site. The user did shuttle down completely. The device, as well as a second mynxgrip that was tested to exclude a lot issue, will be returned for evaluation.

Manufacturer narrative:
This device is reported to be available for analysis but has not been documented as received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.